Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2022 with blood glucose level of 33 mmol/l. The customer's current blood glucose was 27 mmol/l. The customer did experience the symptoms such as kidney failure. The customer was treated by syringe. Troubleshooting was done for high blood glucose and under delivery. Customer stated the infusion set's cannula was bend or curved and the site of insertion was stomach. The customer stated that they had scarred tissue and hardened tissue or stretch marks. The customer did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis. The customer will continue to use the device.